Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities noted. Device malfunction is suspected but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that a system diagnositcs test at an office visit resulted in high lead impedance, indicating possible lead discontinuity. Patient underwent revision surgery at which time intra-operative system diagnositcs testing continued to yield high lead impedance after a replacement generator was connected to existing lead. Additional revison surgery is likely. No serious injury was reported.